Manufacturer narrative:
The report states "customer called in as she was having issues with her nebulizer: the product even when plugged in and turned on, nothing occurs, no motor operating, no noise, no output." Customer also reported, " I was using it once or twice a day as prescribed. It is a nebulizer so was just trying to go through my daily routine. I did not write down the exact date. I called to report it soon after it happened. No but I was without a nebulizer for a week and was experiencing a bronchietasis flare up at the time. I am currently on antibiotics to help clear my lungs." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states "customer called in as she was having issues with her nebulizer: the product even when plugged in and turned on, nothing occurs, no motor operating, no noise, no output.".